Manufacturer narrative:
Product ID: 306001, lot# unknown, implanted: (B)(6) 2022, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence - fecal in continence. It was noted that the patient's trial started on (B)(6) 2022. It was reported that the patient stated that they had some leakage from the incision site. There is also some dried blood on the bandage.  They said that the procedure was very painful.  The patient was waiting to hear from their doctor's office regarding the leakage at this time. Additional information was received from the patient. It was reported that they had a bit of an upset stomach the other day. They also stated that yesterday when they stopped feeling the stimulation they had thought they may have dislodged the leads.